Event description:
A motor stall was reported. The stall was confirmed in the event logs with no recovery recorded. There were numerous stalls with recoveries, but the stall that occurred yesterday ((B)(6) 2013) at 11:09 had not recovered. The patient had withdrawal symptoms of chills, nausea, and increased pain. The medications infused were fentanyl and bupivacaine. On (B)(6) 2013, a representative reported that the pump was being replaced that day. They read the pump and noted that the stall had not yet recovered, and it did have a pump period may exceed tube set message.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient complained of nausea/shaking/chills and increased pain. She went to the ER (emergency room) the day prior to the report and was sent home. It was noted that the pump was interrogated, pump stall occurred (B)(6) 2013 at 11am. Physical exam on (B)(6) revealed alert, oriented and speech was goal directed, fluent. Extremities showed no edema, cyanosis discoloration. Ambulation was antalgic. Coordination and balance was intact. The impression by healthcare provider was chronic coccudria with it (intrathecal) pump with motor stall on (B)(6) 2013. The plan was pump decreased to lowest flow possible, start fentanyl 50mcg/hr patch, percocet 10/325 every 6 hours as needed, zofran every 12 hours as needed for nausea, plan for it pump replacement. Chart note dated (B)(6)2013: the patient was seen in office on (B)(6) 2013 for a follow up to an intrathecal pump replacement performed on (B)(6) 2013. The patient complained of chronic coccydynia with increased pain recently due to the issues with her intrathecal pump. The patient denied fever or chills. Was using duragesic 50mvg/hr patch every 48 hours, however she was still having increased pain. The patient was alert and oriented; the incisions on left lower quadrant were intact and healing well without signs of infection. The plan was for patient to return to healthcare provider's office (B)(6) 2013. The intrathecal dose was increased by 15%, the specific does was not reported. Chart note dated (B)(6) 2013: the patient was seen in office (B)(6) 2013, she complained of chronic coccydynia which was improving with increased titration of intrathecal medications. The intrathecal medication was increased by 16%at that visit, to 204.8mcg/day fentanyl and 5.851mg/day bupivacaine. The patient was to be seen again in office in a few weeks.